Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s inguinal hernia (characterized by swelling) which required subsequent repair. However, the patient¿s inguinal hernia was a pre-existing condition prior to the start of pd therapy. Hernia is a well-documented complication in pd patient¿s and pre-existing hernia¿s can worsened due to normal physiology of pd as there is an expected increased intra-abdominal pressure from the dialysate during pd treatment. The concomitant use of the fresenius cycler to facilitate dialysis cannot be excluded as a contributory factor in the swelling of the hernia leading to repair. However, currently there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused serious harm to the patient.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient had surgery for a hernia repair and adhesions and required the patient to do in-center hemodialysis starting (B)(6) 2023. Upon follow-up, the pdrn stated the patient has a right inguinal hernia that was pre-existing prior to start of pd therapy. Per the pdrn, the hernia had swelling and was being monitored. The patient was encouraged to have the hernia repaired but the patient refused. The patient finally agreed to have the inguinal hernia repair on (B)(6) 2023. The pdrn confirmed the patient also had abdominal adhesions that were removed during hernia surgery. The pdrn indicated the patient was placed on back up hemodialysis for 2 weeks to allow the site to heal. The patient has since resumed pd therapy beginning at 1000 ml fill volume which the patient has now increased to 1500 ml. Per the pdrn, the patient is tolerating pd therapy without any adverse effects. The pdrn confirmed there were no cycler malfunctions or products deficiencies associated with the hernia event. The pdrn also confirmed the patient did not have any overfill events. The pdrn attributed the swelling of the hernia to the normal physiology of pd therapy created by dialysate in the abdomen.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient had surgery for a hernia repair and adhesions and required the patient to do in-center hemodialysis starting on (B)(6) 2023. Upon follow-up, the pdrn stated the patient has a right inguinal hernia that was pre-existing prior to start of pd therapy. Per the pdrn, the hernia had swelling and was being monitored. The patient was encouraged to have the hernia repaired but the patient refused. The patient finally agreed to have the inguinal hernia repair on (B)(6) 2023. The pdrn confirmed the patient also had abdominal adhesions that were removed during hernia surgery. The pdrn indicated the patient was placed on back up hemodialysis for 2 weeks to allow the site to heal. The patient has since resumed pd therapy beginning at 1000 ml fill volume which the patient has now increased to 1500 ml. Per the pdrn, the patient is tolerating pd therapy without any adverse effects. The pdrn confirmed there were no cycler malfunctions or products deficiencies associated with the hernia event. The pdrn also confirmed the patient did not have any overfill events. The pdrn attributed the swelling of the hernia to the normal physiology of pd therapy created by dialysate in the abdomen.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.